Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, far r wave oversensing was observed on the right atrial (ra) lead, leading to inappropriate automatic mode switch (ams). Technical support was contacted and recommended reprogramming. No intervention was performed; the patient's condition was stable and there were no adverse consequences.